Event description:
The customer reported that the system will not boot up. When turning on, the system is frozen when first booting up. The customer has to shut down and reboot a couple of times to get it to work.

Manufacturer narrative:
The ge service rep contacted the customer, and verified the system operates as intended.